Event description:
Event verbatim [preferred term]; very high blood sugar levels [blood glucose increased]; cartridge was cracked around the base of the cartridge where it fits into the pen [product physical issue]; insulin leaking [device leakage]; when pushing the plunger only a tiny amount of insulin was being delivered [incorrect dose administered by device]; novopen echo expiration date 15.06.2020 [expired device used]. Case description: this serious regulatory authority case received via "(B)(6)" from the (B)(6) was reported by a other caregiver as "very high blood sugar levels (blood glucose increased)" beginning on (B)(6) 2021, "cartridge was cracked around the base of the cartridge where it fits into the pen (cracked product)" with an unspecified onset date, "insulin leaking(device leakage)" with an unspecified onset date, "when pushing the plunger only a tiny amount of insulin was being delivered (partial dose delivery by device)" with an unspecified onset date, "novopen echo expiration date 15.06.2020 (expired device used)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used-unk, unknown) from unknown start date for "product used for unknown indication". Patient's height, weight and bmi (bmi) were not reported. Medical history was not provided. On an unspecified date, the patient reported that, the device seemed to be drawing the required amount and delivering the insulin as indicated on the digital display but when opened the device the cartridge was cracked and chipped around the base of the cartridge where it fits into the pen and insulin leaking. It therefore appeared that even although the correct dose had been selected on the display when pushing the plunger only a tiny amount of insulin was being delivered. On (B)(6) 2021, patient had been suffering high blood sugar levels which did not come down even after making insulin adjustments. On an unknown date, patient used novopen echo which was expired on 15.06.2020. Batch numbers: novopen echo: hvgl292; novorapid penfill: lr78r53 . Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "very high blood sugar levels (blood glucose increased)" was not reported. The outcome for the event "cartridge was cracked around the base of the cartridge where it fits into the pen (cracked product)" was not reported. The outcome for the event "insulin leaking(device leakage)" was not reported. The outcome for the event "when pushing the plunger only a tiny amount of insulin was being delivered (partial dose delivery by device)" was not reported. The outcome for the event "novopen echo expiration date 15.06.2020 (expired device used)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. References included: reference type: e2b authority number; reference ID#: (B)(4); reference notes: (B)(6). No further information available. Preliminary manufacturer's comment: 04-mar-2022: the suspected device along with product returned to novo nordisk for evaluation. Investigation is ongoing. Use of expired device is a significant risk factor for device malfunction and resultant hyperglycaemia. No conclusion is reached.

Event description:
Case description: this serious spontaneous case from the united kingdom was reported by a nurse as "very high blood sugar levels(blood glucose increased)" beginning on (B)(6) 2022, "cartridge was cracked around the base of the cartridge where it fits into the pen(cracked product)" with an unspecified onset date, "insulin leaking(device leakage)" with an unspecified onset date, "when pushing the plunger only a tiny amount of insulin was being delivered(partial dose delivery by device)" with an unspecified onset date, "novopen echo expiration date 15.06.2020 (expired device used)" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used - titrates on carbs, usually 7.5 lunch, 7,5 bed, 10 breakfast, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "product used for unknown indication", name and type of needle used: glucorx finepoint 4mm. On (B)(6) 2022, patient had been suffering high blood sugar levels which did not come down even after making insulin adjustments, then given new cartridge and noticed readings were lowering. Likely due to pen as it was not delivering the insulin. Patient's blood glucose at the time of the event was in early 20's, 20-23 (units not reported) but sorted out after a few days. On (B)(6) 2022, after getting syringe, everything improved. The force needed to inject did not feel different from normal. The patient used the dialling clicks to estimate the dose of the insulin. The patient has been trained by a health care professional in the use of the novopen echo. The patient attached the needle to pen in a 180-degree angle. The patient (up to the experienced event) had not dropped the pen. The patient recently had changed from another pen to novopen echo. Action taken to novorapid penfill was reported as no change. On (B)(6) 2022 the outcome for the event "very high blood sugar levels(blood glucose increased)" was recovered. Investigational results: name: novorapid® penfill® 3 ml, batch number: lr78r53. A batch record review and visual inspection of reference samples with focus on cracks was found to be normal. The returned product was examined visually and was found to be cracked. In addition, leakage was observed. The pattern of the cracks indicated that the glass has been subject to a high energy impact. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised; therefore a cracked product should not be used. This type of high-energy breakage was not consistent with processes at novo nordisk. The breakage was due to incorrect or rough handling of the product after it has left novo nordisk a reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Chemical analysis of the returned samples was performed. During examination of the product, no irregularities related to the complaint were detected. The complaint sample was analysed chemically and the results of the analysis were not within the product specifications. The assay was found too high. This was due to the compromised closure integrity of the cracked product resulting in evaporation and an increase in concentration. All other analytical results are within the in-use specification. In addition, the complaint sample was analysed chemically and the results of the analysis were not within the product specifications. The assay value was found too high. This was due to the compromised closure integrity of the cracked product. Name: novopen echo®, batch number: hvgl292. A visual examination of the returned product was performed. Scratches were observed in the rotary lock as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination performed. Small pieces of glass like material were observed on internal parts causing the piston rod to be difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Since last submission, the case has been updated with the following; -hcp added as primary reporter. -report sent to regulatory authority by reporter updated to no. -lab data updated. -novorapid start date, dosage, action taken updated, -nca number updated, -investigation results added -annex b, c, d, g codes updated, -event onset date, outcome and stop date updated, -reporter's causality for novopen for 3 events updated, -narrative updated accordingly. -patient dob, age group updated -age group updated in narrative. References included: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00019 reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 08-apr-2022: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon investigation, scratches were observed in the rotary lock as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. This can affect the functionality of the device and result in variation in insulin dosage. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Additionally, use of expired device is a significant risk factor for device malfunction and resultant hyperglycaemia. Events listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen echo®, batch number: hvgl292 a visual examination of the returned product was performed. Scratches were observed in the rotary lock as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination performed. Small pieces of glass like material were observed on internal parts causing the piston rod to be difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device.